Event description:
It was reported that this pacemaker was part of a system revision due to a pocket infection. There were no additional adverse patient effects reported. The pacemaker was explanted. Due to the limited information received, further follow-up to obtain related details was not possible.